Event description:
It was reported the bronchovideoscope had image problem and occasional gray screen, sometimes shaking the plug head it restored the image, and sometimes reboot could restore the image. The issue occurred during the preparation for use and the procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, the complaint was not confirmed. During the evaluation the plug unit was replaced and there was deformation or breakage due to physical stress (handling problem), physical stresses due to drops and hits. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the event was confirmed, and the device did not meet the standard specifications and function. The probable cause was that the event occurred by electrical contact failure at electrical contacts of plug unit. The issue was resolved by replacing plug-unit. Olympus will continue to monitor field performance for this device.